Manufacturer narrative:
As alleged, the patient experienced an allergic reaction on two occasions post implant of bard/bd mesh products. The information obtained at this time is limited as no additional information has been provided upon request. Based on the information available at this time, no conclusions can be made. However, as reported the patient has an allergy to peg which is a component of this device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Allergic reaction is listed in the adverse reactions section of the instructions-for-use, supplied with the device as a possible complication. Note, the date of event (15-nov-2023) is documented as a best estimate. This MDR represents the ventralight st mesh (device #1). An additional MDR was submitted to represent the soft mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, the patient had a ventralight st mesh (device #1) placed and then removed due to a possible allergic reaction. The patient then had a soft mesh (device #2) placed, and now has hives.